Event description:
Boston scientific received information that this device longevity went from 1 to 2 years remaining one month ago with increased thresholds, to elective replacement indicator (eri) now with extended charge times. As a result, there is 3 months available in which to replace the device to ensure critical therapy remains available. Boston scientific technical services (ts) was consulted regarding the discrepancy in longevity, and they stated that there was an automatic cap reform done which must have dropped the voltage below the midlife range. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.